Manufacturer narrative:
E1: patient city and country: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an occlusion event which caused hyperglycemia and diabetic ketoacidosis, consequently leading to hospitalization. The patient was then hospitalized for more than 24 hours on (B)(6) 2024. The occlusion location could not be confirmed due to incomplete troubleshooting. Blood glucose levels were reported to be 660 mg/dl, and sensor glucose was at 400 mg/dl during the event. The patient had symptoms of confusion, feeling sick/unwell, headache, tiredness/weakness, extremity pain/cramps, increased thirst, and nausea. The patient was given an intravenous insulin drip at the hospital. No further information available.